Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for complex reg pain syndrome type I. Information was reported that the patient stated her recharger is charged, but it won't charge their ins. The patient stated she was reading that her device may be in an overdischarged state. The patient reported they have not used their device in over a year. The patient is wanting to meet with a manufacturing representative (rep). No further complications were reported. No patient symptoms were reported. Additional information was reported that the rep tried to do two power on resets (por), but the battery is unable to be woken up. The patient is going to talk it over with her family to see if she can afford a replacement, but at this time, she is not moving forward with a replacement. The patient has not established with a pain doctor so this was through her primary care physician. No further information was reported.